Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 7076336. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Serial: na. Batch: 34018726. UDI:(B)(4).

Event description:
It was reported that the patient experienced secondary pain from the implantable pulse generator (ipg). The patient underwent an explant procedure wherein all device components were removed. The patient was doing well postoperatively. The explanted devices were not returned as they were discarded by the medical facility.